Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged, and cardiac resynchronization therapy defibrillator (crt-d) settings were re-programmed to managed ventricular pacing (mvp) with the lv lead being off. Prior to the lv lead replacement procedure impedance testing showed some lv lead impedances vector settings were showing as out of range, but all other vectors for all leads were normal. The lv lead explant and replacement was performed with no issues. Once, the new lead was connected to the device still in mvp mode, multiple impedance test revealed left ventricular 1 (lv1) to right ventricular coil (rvcoil) out of range. Troubleshooting was performed switching device mode between dual-chamber rate-modulated (dddr) pacing, which impedance test revealed all impedances normal and mvp which multiple impedance test revealed (lv2-rvcoil) out of range. Programmed back to dddr multiple impedance test shows all lead impedances normal. The crt-d mode was re-programmed to dddr and physician elected to keep the existing device and newly implanted lv lead. Approximately three days after onset, review of device data indicated continued lv lead impedance fluctuations and likely due to intermittent mode issue. Two weeks following, another remote transmission revealed the impedance appeared to stabilize in one setting but still exhibited day to day impedance fluctuations. A definitive reason for the out-of-range impedance could not be determined. The physician elected to perform continued patient monitoring. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.